Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 200-300 units of insulin during the load sequence. Reportedly, customer refills old cartridges with insulin and uses cold insulin. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 155 mg/dl.